Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced postprandial hyperglycemia in the evening after night snacks and in the morning after coffee while using the ilet system, associated with missed meal announcements for snacks over 15 grams of carbohydrates and potential need to announce coffee. The highest reported blood glucose was 230 mg/dl, and levels remained above 180 mg/dl for about one hour without alerts above 300 mg/dl. Symptoms included hyperglycemia without acute complications. Outcomes included no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and user education on correct meal and snack announcements, including aligning snack announcements to dinner carbohydrate amounts when applicable. Investigation of this case revealed user error related to missed meal announcements; the device functioned as designed. It was concluded, based on established findings for similar reports, that user interaction and use errors were the cause.